Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Initially, the customer stopped using the pump and switched to multiple daily injections (mdi) but with assistance from technical support, they loaded a new cartridge, and the pump resumed normal operation.